Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0295714. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that 5 intima-ii 22gax1.00in prn slm leaked during use. The following was reported by the initial reporter: "the CT room of the hospital uses 22g straight jingma for infusion of enhanced CT contrast agent. This batch of indwelling needles was received on january 22. In the case of changes in operators, equipment and flow rate, 5 cases of extended tube bursts have occurred, resulting in waste of liquid and complaints caused by blood spatter of patients. The customer raised a great objection to the quality of the products after communicating with customers and operation teachers, the situation is as follows: 1. After 5 tube were broken, the patients were properly handled by the department, including secondary examinations and patient communication; 2. Two complaints were caused after the tube burst occurred, one was the patient's entanglement with the second puncture and CT examination, the other was the patient's observation of blood spatter, which caused dissatisfaction; 3. Some patients in the CT room use 22g jingma for enhanced angiography with a pressure value of 250-300psi. The maximum setting value of the machine is 320psi; 4. The amount of bleeding caused by blood spatter is unknown, and it has not caused the patient to dizzy blood or blood transfusion related treatment. Blood splatter caused the operator to temporarily close the computer room to wipe and clean the examination bed, and ultraviolet disinfection for 40 minutes, resulting in a prolonged work process."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 intima-ii 22gax1.00in prn slm leaked during use. The following was reported by the initial reporter: "the CT room of the hospital uses 22g straight jingma for infusion of enhanced CT contrast agent. This batch of indwelling needles was received on january 22. In the case of changes in operators, equipment and flow rate, 5 cases of extended tube bursts have occurred, resulting in waste of liquid and complaints caused by blood spatter of patients. The customer raised a great objection to the quality of the products after communicating with customers and operation teachers, the situation is as follows: after 5 tube were broken, the patients were properly handled by the department, including secondary examinations and patient communication; two complaints were caused after the tube burst occurred, one was the patient's entanglement with the second puncture and CT examination, the other was the patient's observation of blood spatter, which caused dissatisfaction; some patients in the CT room use 22g jingma for enhanced angiography with a pressure value of 250-300psi. The maximum setting value of the machine is 320psi; the amount of bleeding caused by blood spatter is unknown, and it has not caused the patient to dizzy blood or blood transfusion related treatment. Blood splatter caused the operator to temporarily close the computer room to wipe and clean the examination bed, and ultraviolet disinfection for 40 minutes, resulting in a prolonged work process."